Event description:
It was reported that the staff experienced significant problems with the device leaking. The incident occurred during filling at the pharmacy and also in the individual wards. There was no patient involvement.

Manufacturer narrative:
B3: it was stated that the incident occurred repeatedly since the beginning of january, but a specific date was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.